Event description:
The surgeon implanted a 3-piece silicone lens model aq2003v and the haptic tore upon insertion. The lens was implanted and removed without pt injury. It was stated the msi-tm injector and aq cartridge were used during surgery, but the lot numbers were unk.